Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04/01/2019. The customer troubleshot with technical support. The customer was advised to perform high internal oxygen alarm test and if needed replace the sensor board. Resolution and disposition: the customer stated to have used plumbers tape at all connections and the issue was resolved.

Event description:
It was reported that the ventilator generated a high internal o2 alarm. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. Event date not specified, estimate used.